Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. The subject device was installed more than 10 years ago, and that the video connector socket has worn out and deteriorated due to repeated use for a long period of time, causing a connection failure. As a result, the electrical contacts become unstable, and it is presumed that the image is not displayed.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair requested by the user at the olympus local service department, it was found that the image of the subject device was not displayed due to a failure of the video connector socket of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.